Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 500 mg/dl. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to avoid abrupt temperature changes with the pump.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as no used cartridges were returned with the device. Additionally, a different issue was identified.